Manufacturer narrative:
Other relevant components include: product ID 8598a lot# serial# (B)(4) implanted: (B)(6)2017. Product type catheter product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2017 product type catheter a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving gablofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient experienced increased spasticity on an unknown date, and catheter access port (cap) aspiration was negative. The patient reportedly did not respond to a therapeutic bolus programmed by the nurse practitioner. The situation was considered unresolved at the date of initial report. A catheter revision was performed on (B)(6) 2017 at which time the spinal and pump segments were disconnected at the connector. Cerebrospinal fluid (csf) was observed flowing spontaneously through the spinal segment. Saline was pushed through the cap and it flowed freely through the pump segment out onto the drape, clearing the drug. The catheter segments were reconnected and aspiration via the cap was attempted, but was very difficult. The pump pocket was then opened and aspiration was attempted again with the same results. The sutureless connector was disconnected and there was not free flow. 25.5cm were cut from the pump segment of the catheter, and the catheter was reconnected. A successful dye study was completed, showing patency of the catheter delivering dye intrathecally, but the healthcare provider was still unable to aspirate. He deemed that it was safer to re-connect after the dye study than replace the spinal segment. Ultimately, a total of 28.8cm were trimmed from the original catheter during troubleshooting. A priming bolus was programmed and the patient was started at 100mcg/day of 1000mcg/ml baclofen because that was what the patient was previously programmed at. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated as a result of this event.

Manufacturer narrative:
The system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: (B)(6) 2017 product type catheter - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient¿s pump was infected and they were unable to aspirate from the catheter. The date of the event was noted as being (b)(6( 2017. Fluid and tissue was sent to a lab for cultures, however the orgasm regarding the infection was unknown as of (B)(6) 2017. The pump was explanted on (B)(6) 2017 and was not replaced. The pump and catheter were returned to the manufacturer. The patient was without injury. It was indicated that the pump administered lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8598a, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial (B)(4), explanted: (B)(6) 2017, product type: catheter. Pli 10, catheter: analysis found that there were no significant anomalies with the catheter. The catheter was returned incomplete and during analysis there was acceptable testing. Pli 20, catheter: analysis found that there were no significant anomalies with the catheter. The catheter was returned incomplete and during analysis there was acceptable testing. Pli 30, pump: the pump was returned and analysis found no anomaly. Pli 40, catheter: analysis found that there were no significant anomalies with the catheter. It was indicated that there was a tear in the seal near the guide ring of the sutureless connector. If information is provided in the future, a supplemental report will be issued.